Event description:
It was reported that the patient had a high sensing integrity count (sic) since april with only one non-sustained tachycardia (nst) with no short intervals stored. Last april, the patient received shocks due to sinus tachycardia and these episodes showed post-shock. The lead is still in use. No further patient complications were reported as a result of this event.

Event description:
It was reported that the patient had a high sensing integrity count (sic) since (B)(6) with only one non-sustained tachycardia (nst) with no short intervals stored. Last (B)(6) the patient received shocks due to sinus tachycardia and these episodes showed post-shock. The lead is still in use. No further patient complications were reported as a result of this event. It was further reported that the lead was still oversensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.